Event description:
This peritoneal pt is new to the liberty cycler with her first reported use being on (B)(6), 2011. A report was then received that the pt had experienced a leak in the cassette of the liberty cycler set during her treatment on (B)(6), 2011. Reportedly, that same night, she developed abdominal pain, felt chilled and when she drained the bag, the effluent appeared cloudy. She presented to the ER and was admitted with a diagnosis of peritonitis on (B)(6), 2011. She received intraperitoneal antibiotic treatment and was discharged to home on (B)(6), 2011, and continues with her treatment as prescribed with no further issues/concerns. There is no sample for eval.

Manufacturer narrative:
(B)(6).